Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, they inserted the handle to shell with no problem. Then they connected the adapter to handle however the adapter error occurred. They re-connected the adapter again to the handle but the status was the same. They replaced the handle and connected reinforced handle and the procedure was continued. After that, they connected the adapter in question to handle in question but the same error occurred. They connected the adapter in question to another handle but still the same error occurred. The event occurred during the procedure but the product was not used for patient. There is no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.